Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black particles are blowing. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black particles are blowing. There was no report of serious or permanent harm or injury. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected and found no evidence of foam degradation. The manufacturer concludes that they couldn't confirm the customer's allegation and unit scrapped. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.